Event description:
Event description guidant received information that this implantable atrial lead had slowly decreasing impedance measurements. The lead safety switch had been tripped and at the current visit, the impedance was 200 ohms. No pacing or sensing was observed with this lead in bipolar mode. Additionally, the patient had been complaining of twitching in their arm. During the procedure to replace this lead, the distal setscrew of the pacemaker would not tighten down onto the new atrial lead. Thus, the physician elected to explant and replace the pacemaker also. It was later reported that the atrial lead was fractured.